Event description:
Event description guidant received information that this right ventricular lead became dislodged. During the revision procedure, the lead was unable to be repositioned due to tissue remaining in the helix mechanism. The lead was explanted and successfully replaced. The pacemaker, which was within the bounded population described in the physician letter issued on june 23, 2006 regarding a potential capacitor issue, was also explanted and replaced during the procedure. No adverse patient symptoms were noted.